Event description:
It has been reported to philips that artifacts appeared on the images which prevented the continuation of the procedure. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that artifacts appeared on the images which prevented the continuation of the procedure. Fse worked along with the customer and recalibrated the detector. After completion of repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.